Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 144 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Device will return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, self test and unexpected restart error alarm test. No unexpected restart error alarm anomalies noted.